Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right side crossbrace broke at the bolt hole, no injury reported.

Manufacturer narrative:
Rs 10/08/2015 - a detailed evaluation has been performed on the returned device. That evaluation confirmed that the cross brace had a broken weld at the hole where the pivot link attaches. Any underlying cause for this failure could not be identified during the evaluation.

Event description:
Dealer states the right side crossbrace broke at the bolt hole, no injury reported.